Manufacturer narrative:
H10: the actual sample was not available however, one picture was provided for investigation. The visual inspection of the provided photo showed only a part of the product label. The reported condition was not confirmed. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that ten minutes into treatment, an external fluid leak was observed from a header on a polyflux. There was patient involvement however, no patient injury or medical intervention was reported. No additional information is available.